Manufacturer narrative:
(B)(4). The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using an 8f sheath. Reportedly, there was no suture present when the needle plunger was removed after deployment. The guide wire had not been removed prior to deployment which likely caused the cuff miss. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique as the guide wire was not removed prior to needle/ plunger deployment. It was reported that the guide wire had not been removed prior to deployment which likely caused the cuff miss. It should be noted that the proglide instructions for use (IFU), states: remove the guide wire before the exit port crosses the skin line. In this case, deployment while the guide wire was still in place likely contributed to the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.